Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the uim (user interface module) was causing problems for the ventlator. The uim was replaced and necessary adjustments were made for proper operation of the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported user interface module touch screen is locked up during start-up on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.